Manufacturer narrative:
(B)(4). Batch # n54r94. The analysis results found that the tlc75 device was received with the anvil tip missing at the part where the metal part is assembled. A cartridge reload was present and loaded, the cartridge reload was received unfired. In addition, tyvek, blister and the rsc box were present. The instrument was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. No conclusion could not be reach as to how the report event. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an abdominoperitoneal amputation of the rectum procedure, when the surgeon opened the product package, he noted the tip of the product was missing and he didn¿t want to use it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.